Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to have worsening heart failure symptoms as noted in the clinic and the atrial and left ventricular leads were not capturing appropriately. A lead revision was done which discovered that the leads had been plugged into the wrong ports. The leads were plugged into the appropriate ports and were tested with good outcomes. Both leads remain in use. No further patient complications have been reported as a result of this event.